Event description:
A peritoneal dialysis (pd) patient experienced cloudy fluid and abdominal pain. The cause of the event was unknown. On an unknown date, the patient was hospitalized and was treated with vancomycin injection (1gm, every 5th day, discontinued, route and duration were not reported) and meropenem injection (1gm, per day, discontinued, route and duration were not reported) for the event. On an unknown date, the patient was discharged from the hospital and has recovered from the events. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.